Event description:
It has been reported that the live monitor could not display. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor had issues. The fse confirmed that the real-time screen always displays "osd locked" (on screen display) characters, despite restarting the machine and cleaning the display's surface. The fse checked the settings and discovered that the signal was bnc (bayonet neill concelman). The fse turned off the monitor, changed the input source back to dvi-d (digital visual interface) to resolve the reported issue. After the repair, the display signal returned to normal and the system was returned to use in good working order. The codes were updated based on the investigation outcome.